Event description:
Information was received from a patient who was receiving intrathecal clonidine, dilaudid, and bupivacaine via an implantable pump for non-malignant pain. It was reported that the app software version is 2.0.1700.  It was reported the patient was having to charge the handset at least twice a day. The handset was not holding a charge. It was noted since implant in july, she has had to have three handsets replaced due to them not holding a charge, this one would be the fourth. The patient had to put an extra charger in her car because she was not able to bolus and when she needed to bolus, and she really needed to bolus. The patient boluses 8x a day. It was further reported it did lag at 90% for about three minutes before the handset would connect to the pump and the boluses go through. The patient confirmed blue tooth, sound and location are the only icons toggled on. Agent transferred the patient to hcit.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.